Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside a blood vessel leading to an occlusion and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014; 34 (4): 584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013; 6: 295-316.

Event description:
The described event happened outside the u.s., in (B)(6). According to the received information, the patient presented with a vascular complication following the injection of teosyal rha 2 product in the oral mucosa. On (B)(6) 2019 the patient complained a bruise on the right upper lip. She was prescribed thrombocid gel 3 times a day. On (B)(6) 2019 she felt pain on the whole lips and perioral area, and on (B)(6) 2019 the area became inflamed. A course of cortisone and antibiotics associated with healing ointments have then been prescribed. The injector assesment and the pictures received point out a vascular compromise at the left upper lip area. On (B)(6) 2019, the injector noticed an evident improvement with a persisting scar on the labial border, an ulcer onset in the mucosa and a change of coloration in the supralabial area with symptoms of revascularization. She also noticed that the patient has significant anxiety with depression and symptoms improvement goes together with rest. On (B)(6) 2019, the lip of the patient was supple with a slight asymmetry and no pain. Small palpable nodules were also noticed and a slight change in coloration (more violet) on the right side. The supralabial area showed signs of neovascularization with a darker coloration than the other side. There was a loss of definition of the post cicatricial labial border. According to the last information received on (B)(6) 2019, the evolution with the corticosteroids and antibiotics went good. No hyaluronidase injection was needed.